Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins) the reason for call was patient stated that they are recharging the stimulator but it won't shut off. Agent tried to clarify and patient said the electrical current that runs on their legs won't shut off. Patient said the electrical current starts 4 days ago and they though it will go away. Patient was charging the ins during the call. Patient then mentioned seeing battery empty recharge the controller message. Patient saw no device found but also saw controller battery at 10% recharging and ins at 70%. Agent advised to let the controller charge first and provided information how to turn off the stimulation. Patient will continue charging the controller first and will call back if they need additional help.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.